Manufacturer narrative:
The olympus representative visited the account and found there was a 2nd laser system in the same room that was working. He tried the footswitch from the working system, but still did not pair. The device was returned to olympus for repair. The device evaluation found the test wireless foot switch successfully paired with the returned subject device. The customer's allegation was not confirmed. Based on the results of the investigation, a manufacturing/ labeling defect was not identified. The root or probable cause of the complaint was not related to user technique/ human factors or related to device labeling/ design. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the laser system would not pair with the wireless foot pedal and did all the trouble shooting, changed batteries and tried another wireless foot pedal and error code unable to pair bluetooth timed out. The issue occurred during preparation for use for a therapeutic lithotripsy procedure. The procedure was not started since the footswitch did not pair to the laser. The procedure was completed with the same laser, but a wired footswitch with unspecified delay due to change out the footswitch. The footswitch worked and paired with another loaner laser system. There were no reports of patient harm.